Event description:
A customer reported a high readings issue with the adc freestyle libre, receiving continuous sensor scan results of 'hi' (greater than 27.7 mmol/l) on 22-mar-2019. The customer further reported self-treating with insulin and experiencing symptoms described as feeling faint, sweaty, and weak, so she presented to the emergency clinic. A blood glucose reading of 3.1 mmol/l was received on the hcp meter, compared to a sensor scan result of 26.6 mmol/l. The customer was treated by an hcp with an unspecified "drop", a sandwich, and a glass of milk. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre, receiving continuous sensor scan results of 'hi' (greater than 27.7 mmol/l) on (B)(6) 2019. The customer further reported self-treating with insulin and experiencing symptoms described as feeling faint, sweaty, and weak, so she presented to the emergency clinic. A blood glucose reading of 3.1 mmol/l was received on the hcp meter, compared to a sensor scan result of 26.6 mmol/l. The customer was treated by an hcp with an unspecified "drop", a sandwich, and a glass of milk. There was no report of death or permanent impairment associated with this event.